Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The report was cleared during the next device power cycle. The device was put through extensive testing using a known good ECG cable and multifunction cable without duplicating the report. An internal inspection resulted in no findings. A replacement multifunction cable was sent to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.